Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported dropping the insulin pump and the drive support cap as well the motor came out. The blood glucose reading was 212 mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.